Event description:
It was reported that a female patient who underwent primary breast augmentation with unknown mentor gel implants experienced left sided baker grade iii capsular contracture and bilateral rupture post procedure. As a result, bilateral prosthesis replacement with 510cc mentor memorygel breast implants was performed on (B)(6) 2021. See 1645337-2021-12328 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).